Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was loose and the customer experienced difficulty plugging the wall adapter into a wall outlet securely. There was no reported adverse impact to customer's blood glucose level. Replacement adapter was sent to the customer.